Event description:
Customer reported a past low blood glucose event with the lowest level reaching 50s mg/dl. Customer managed the situation by drinking a mountain dew. Technical support recommended that the customer consult their healthcare provider to discuss potential factors affecting their blood glucose levels, and the customer acknowledged this advice.